Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Limited information was provided, therefore a relationship was not confirmed between the product and reported event. Probable root cause was not confirmed but may include a damaged mechanical or electrical/electronic component or software issue. A clinical investigation concluded: based on the information provided, due to failure of the pico after 24 hours, there was a delay in replacing the ordered pump due to the three days for shipping. As a result, the surgeon changed to a conventional dressing. Since there was no reported harm or injury, no further clinical/medical assessment is warranted at this time. There is no indication that product failed to meet specifications upon release to distribution. Complaint history review indicated similar allegations reported. Instructions for use (IFU) and clinical application techniques contain recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. The investigation is now complete with no additional action required. Smith and nephew will continue to monitor for any adverse trends relating to the allegation.

Event description:
It was reported that pico 14 (15 x 15cm) pump that failed to work after only 24 hours. There was a delay as a new pico kit had to be ordered approximately 3 days therefore a conventional dressing was applied. No harm or injury reported.